Event description:
The customer reported their acuity system was frozen and unresponsive. Welch allyn technical support remotely assisted the customer in rebooting their cpu and monitoring was restored. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
Engineering analysis determined the usb keyboard was causing the cpu to hang-up. The keyboard is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not posses troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method - log files analyzed.